Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 400 mg/dl, 160 mg/dl and they did not have breakfast and change site and current blood glucose level was 232 mg/dl. The customer¿s mother did not want to troubleshooting for insulin pump high blood glucose. Customer states they changed the set and it was bent. The insulin pump will not be returned for analysis.